Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. During inspection, olympus did not confirm the reported event of the elevator is broken it does not go up/down. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The following information is stated in the instructions for use (IFU): instructions: evis exera ii ultrasound gastrovideoscope. Olympus gf type uct180. Important information please read before use. "Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged". "Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result". "Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result". "Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal". "Do not twist or bend the bending section with your hands. Equipment damage may result". "Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasound gastrovideoscope elevator is broken, it does not go up or down. The issue occurred during reprocessing. There were no reports of patient harm.